Manufacturer narrative:
Dissection and hemorrhage are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 06-dec-2022, penumbra inc. Became aware of a journal article titled, "aspiration thrombectomy for acute pulmonary embolism with an intermediate-high risk" (romeu-prieto, et al., 2022). In this single center observational longitudinal study, forty-two patients underwent mechanical thrombectomy procedures to treat pulmonary thromboembolism using an indigo system aspiration catheter 8 (cat8) between january 2016 and august 2019. One patient had a pulmonary artery rupture and bleeding complication as a direct complication of the mechanical thrombectomy technique. However, this complication was treated, and the patient recovered and was discharged home. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.